Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the imaging system pendant displayed the message "critical battery error." This was noticed after a case was completed. They said that the logs showed a reading of 87v. They unplugged the umbilical cable and noted there was a black resin on the prongs that connect to the image acquisition system (ias). They cleaned the prongs and leds were scrolling for the batteries. In addition, they said the motion battery had 6 bars and the x-ray had 9 bars on the leds when unplugged. There was no patient present when this issue was identified. On site investigation suspected that the cause of this event was the system batteries. Replacement of the batteries resolved the issue. Old batteries were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system pendant displayed the message "critical battery error." This was noticed after a case was completed. They said that the logs showed a reading of 87v. They unplugged the umbilical cable and noted there was a black resin on the prongs that connect to the image acquisition system (ias). They cleaned the prongs and leds were scrolling for the batteries. In addition, they said the motion battery had 6 bars and the x-ray had 9 bars on the leds when unplugged. There was no patient present when this issue was identified.